Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient felt the device vibrating and went to the hospital where the device was found in back up vvi mode. The device was restored to normal functions. Patient condition is stable and good.